Event description:
Complainant alleged that during routine testing and preventative maintenance. The device had no electrocardiogram with known good cables and displayed error message code "paddle fault" with known good paddles. The complainant indicated that there was no pt involvement in the reported failure.